Manufacturer narrative:
A ge service representative performed an investigation. The ipc 1000 computer software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The fe reported that the system gave a scan disk error and would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death.